Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with unexpected battery power loss and had high sleep current and active current, problem isolated to electronic assemblies.

Event description:
The customer reported via phone call that the insulin pump had replace battery alert. The customer¿s blood glucose level was 120 mg/dl. Customer reported that the firstly they received low battery alert prior to replace battery alert however, at second occurrence their were any low battery alert received before replace battery alert. The insulin pump will be returned for analysis.